Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The high frequency electro-surgical generator unit was continuously getting an e433 internal hardware error message and could not be cleated during preparation for use. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer .he OEM performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. No device was returned to the OEM; therefore the root cause of the reported event cannot be conclusively determined. Based on the evaluation results, the e433 error was attributed to a defective generator board. The error e433 is a known issue and is triggered by the safety system of the esg-400 and results in a restart of the generator. If the cause of the error remains, there may be an unlimited number of periodic restarts. Possible causes are: 1. The user activates the foot switch while the generator is booting (temporary error caused by user action). 2. Faulty foot switch (temporary error). 3. Faulty foot switch (temporary error, faulty reed contact). 4. Defective cable connection between hvps board and generator board (temporary or permanent error). 5. Defective hvps board (permanent error). 6. Defective generator board (permanent error). A deeper investigation of generator boards with error e433 found a destroyed transformer to be the cause. An improved generator board was introduced into production in mid-july 2020. As stated on the IFU (instruction for use) and as a preventive measure, the IFU provides warning that states, the customer is required to check the function of all devices used prior to a procedure. Additionally, according to the IFU, a suitable replacement device must be provided during an application. The OEM will continue to monitor complaints for this device.